Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information stating the patient had his device system explanted due to the anchor breaking which caused the lead to migrate out of position. The system was replaced and the patient recovered without sequela. Additional information has been requested and if received a follow up report will be sent.